Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure the competitor guidewire became "frozen" inside the left ventricular (lv) lead lumen despite being flushed and put in wet. The lead and guidewire were removed together from the patient and the guidewire was eventually removed from the lead, however this caused coating inside the lead to be broken off. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated there was blood on the distal conductor of the lead and it was obstructed. The guidewire was damaged. Visual analysis of the lead indicated damage at implant. The analyst noted the competitor guidewire was returned damaged. An attain hybrid guidewire sample was used for testing. Attempts to pass the guidewire into the lead lumen were unsuccessful due to the dried blood. Once the blood was cleared, the guidewire was successfully inserted into the lead lumen. It is possible that dried blood in the lead coil lumen may have caused or contributed to the insertion difficulty experienced during the implant procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.